Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed eol characteristics and a replacement was scheduled. At the time of replacement, the device exhibited a magnet rate of 85 ppm with a longevity of >14 months remaining.